Event description:
A malfunction alarm was reported with malf 16, and it was not resettable. There was no adverse impact to the customer's blood glucose level. The pump was replaced under warranty, and the customer continued to use the current pump as backup therapy. Tandem technical support confirmed the customer's shipping address and provided instructions for returning the problematic pump.